Event description:
It was reported this was an arteriotomy closure of a femoral artery using the pre-close technique via a 16f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Pre-close was done with two prostyles. Reportedly, increased resistance was felt inserting one of prostyle devices resulting in a cuff miss, there was no suture was present when the plunger of the prostyle device was removed. A non-abbott device was attempted but also failed. An unspecified balloon was inserted and inflated to stop bleeding. The patient received a femostop. Patient is ok. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. Factors that may contribute to needle to cuff miss, include but not limited to interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.